Event description:
The reason for call was patient reported they can't charge the implant for the last week because they are getting messages on the controller screen, reposition device, looking for device and passive recharge screen. Patient service (ps) asked patient to inspect the recharger (rtm) for damage and if the rtm gets hot. Patient stated there is no visible damage to the rtm but the paddle gets very hot and the ins gets very hot when recharging the ins. Ps recommend patient consult with their hcp regarding the ins getting hot. The issue was not resolved. An email was sent to the repair department to replace the recharger device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient's representative (pt rep.) Regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt rep. Called from number in secure note and reiterated details of case. Pt rep. Said the "device had been on the fritz" since the day the pt was repositioned. Pt rep. Mentioned they entered passive recharge mode, but the middle number would be 100 and would not change even though the recharger antenna (rtm) would be removed from the ins. Pt said they plugged in the rtm to the controller and the rtm would not charge the ins at all "the other day." Patient services specialist provided tracking information to the pt rep.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. Regarding cause of this issue, pt stated that charging had been fine until they went to the surgery to realign the probes, taking the device with them. Device never worked properly again after leaving the facility. Pt confirmed they did not meet with their hcp, but called manufacturer for troubleshooting. Was sent a new rtm. Which resolved the issue. Pt weight was also provided.

Event description:
Additional information was received from a friend/family member. It was reported that they asked if repair received the returned product (the recharger that was replaced). Caller mentioned the item resolved the issue and stated that the issue began after the pt's device was "realigned" and believe the surgery center did something to ruin the previous equipment. Caller declined to be transferred to the spinal cord stimulation department to check on the status and mentioned the (B)(6) tracking indicated item was returned to repair. The caller stated their inquiry was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. H3: analysis of the recharger (serial# (B)(6)) a no device found message and it failed the rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was patient reported they can't charge the implant for the last week because they are getting messages on the controller screen, reposition device, looking for device and passive recharge screen. Patient service (ps) asked patient to inspect the recharger (rtm) for damage and if the rtm gets hot. Patient stated there is no visible damage to the rtm but the paddle gets very hot and the ins gets very hot when recharging the ins. Ps recommend patient consult with their hcp regarding the ins getting hot. The issue was not resolved. An email was sent to the repair department to replace the recharger device. Additional information was received from a patient's representative (pt rep.) Regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt rep. Called from number in secure note and reiterated details of case. Pt rep. Said the "device had been on the fritz" since the day the pt was repositioned. Pt rep. Mentioned they entered passive recharge mode, but the middle number would be 100 and would not change even though the recharger antenna (rtm) would be removed from the ins. Pt said they plugged in the rtm to the controller and the rtm would not charge the ins at all "the other day." Patient services specialist provided tracking information to the pt rep. Additional information was received from a friend/family member (pt rep). It was reported that they asked if repair received the returned product (the recharger that was replaced). Caller mentioned the item resolved the issue and stated that the issue began after the pt's device was "realigned" and believe the surgery center did something to ruin the previous equipment. Caller declined to be transferred to the spinal cord stimulation department to check on the status and mentioned the fedex tracking indicated item was returned to repair. The caller stated their inquiry was resolved. Additional information was received from the pt. Regarding cause of this issue, pt stated that charging had been fine until they went to the surgery to realign the probes, taking the device with them. Device never worked properly again after leaving the facility. Pt confirmed they did not meet with their hcp, but called manufacturer for troubleshooting. Was sent a new rtm. Which resolved the issue. Pt weight was also provided.